Event description:
This rv lead was implanted on (B)(6) 2010 and remains implanted at this time. A call to technical services placed on (B)(6) 2016 stated that this lead had an impedance issue started on (B)(6) 2016. This lead was stable at 400 ohms then increased to 500 ohm. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)